Manufacturer narrative:
Section e3: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava/aorta perforation and abdominal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The following information is alleged: the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008 due to a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). Approximately 13 years and 9 months after receiving the filter implant, the patient underwent a computed tomography (CT) scan which showed the cone of the filter is against the anterior wall of the ivc and multiple legs of the filter perforating through the ivc and perforating into the aorta. The filter is perforating between 2.5 millimeters (mm) and 10 mm through the ivc, causing abdominal pain. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ perforation, pain, depression, limited physical activity. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for vena cava/aorta perforation. Unknown if the reported pain, depression, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2008 via a right internal jugular vein due to a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient alleges organ / vena cava perforation. Patient further alleges pain, depression, limited physical activity. Per report from CT, dated on (B)(6) 2022: "findings: filter type: cook gunther tulip. Ivc stenosis: no. Filter position: below the renal veins. Filter migration: none. Filter fracture/bending: no. Filter tilt: no. Filter penetration: yes. Other findings: yes. Impressions: the filter is not tilted but the cone of the filter is against the anterior wall of the ivc. Coronal image 59. The anterior strut penetrates 2.5 mm through the ivc wall. Sagittal image 40. The left strut penetrates 10 mm through the ivc wall. It penetrates into the aorta. Coronal image 58. The posterior strut penetrates 6 mm through the ivc wall. Sagittal image 42. The right strut penetrates 0 mm through the ivc wall. Coronal image 62."